Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the delivery device was received with the stent detached from the balloon. The stent was returned in a plastic container. A kink was visible in the distal extrusion at 2.6cm distal to the guide wire exit port. A clear impression was visible of where the stent had been crimped initially on the balloon. The balloon did not appear to be subjected to any positive pressures. An examination of the stent found that the stent was stretched and flattened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. While unpacking a 32x3.5mm liberte stent it was noticed that the stent had dislodged from the stent delivery system inside the package. The device never entered the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. While unpacking a 32x3.5mm liberte stent it was noticed that the stent had dislodged from the stent delivery system inside the package. The device never entered the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.